Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to oversensing noise. Technical services (ts) analyzed device episode data and suspected that the noise was caused by electromagnetic interference (emi). However, it was noted that the patient was napping at the time. The noise dispersed shortly after the second shock. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.